Manufacturer narrative:
A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed performance testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when a senior csr reviewed the call. It is unclear when the patient is alleging that the meter started to read inaccurately. However, she claimed that she obtained alleged inaccurately erratic results on the subject meter of "89 and 106 mg/dl" (B)(6) and "94 and 75 mg/dl" on (B)(6), within 20 minutes of each other. Based on consensus error grid analysis, the difference between these results falls within the a zone. The patient reported that at breakfast on the morning of (B)(6) 2015, her blood glucose result was "high". The patient does not administer medication to manage her diabetes, but manages it with diet alone. She reported that she doesn't eat fruit when her blood glucose level is high and does eat fruit with breakfast when the reading is low. As a result, after obtaining the alleged inaccurate high reading, the patient reported that she consumed "less food/drink" for breakfast. She claimed that at 11:00am on (B)(6) 2015, she had symptoms of "headache" and "felt warm and hungry". She reported that at 11am, she ate 3 biscotti (twice-baked bread with no sugar or salt). She reported that one hour later, she experienced symptoms of "headache, nausea, perspiration and shaking hands". She claimed that she "was going into a hypo". No other treatment or medical intervention for her symptoms was specified. The patient also reported that she obtained alleged inaccurately erratic results on the subject meter of "81 and 73 mg/dl" on (B)(6) and "87 and 102 mg/dl" on (B)(6) 2015. The results for each comparison were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls within lfs' precision criteria. During troubleshooting, the csr noted that the patient's results were from the same approved sample site, the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. The csr also noted that the patient had described the correct testing steps. However, the patient did not have control solution available to test the meter and test strips. The issue remained unresolved. Replacement products were sent to the patient. In conclusion, from the comparisons provided, there is no indication that the subject meter is reading inaccurately. However, this complaint is being reported because the patient claims she obtained inaccurately erratic readings on the subject meter, adjusted her diet based on the results, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.